Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a compromised immune system. The culture result of staphylococcus epidermidis, a predominant organism of the normal flora on human skin, suggests a possible breach in aseptic technique. S. Epidermidis is the most frequent cause of peritonitis. The patient reported going swimming a few days prior to the diagnosis. It is unknown if the patient¿s exit site was completely healed as they initiated pd therapy only a month prior to the event or if they covered the site appropriately. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on for a scheduled peritoneal equilibration test (pet). During the testing it was noted that the patient¿s pd effluent was cloudy. A pd effluent culture was drawn resulting in staphylococcus epidermidis with white cell count of 2751 (unknown units) with 67% polymorphonuclear cells. The patient was initiated on antibiotic therapy with a one-time dose of intraperitoneal (ip) vancomycin 2600ml and ip ceftazidime 1g. The patient then received two doses of ip vancomycin 2600ml which was then tapered to three doses of ip vancomycin 2000ml with the last dose administered 23 days later when the patient was documented as fully recovered. The patient was not hospitalized for this event. The patient did not report any issues with the liberty select cycler or cycler set related to the peritonitis. The cause of the peritonitis is unknown; however, the patient did report swimming in a friend¿s pool. The patient continued pd therapy on the liberty select cycler during recovery from the peritonitis.